Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 for high blood glucose. Blood glucose reading was 563 mg/dl at the time of hospitalization and the blood glucose at the time of incident was 500 mg/dl. Customer was treated with syringes for the high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Auto mode was automatically adjusting insulin at time of high blood glucose. The insulin pump will not be returned for analysis.